Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours on the abdomen. There was a round red, hot to the touch, hard and painful bump where the site had been. The patient was taken to the medical center and diagnosed with cellulitis. The patient was treated with intravenous therapy with an antibiotic. The patient was prescribed clindamycin (75 mg per 5 ml) in a syrup for next seven days 15 ml 3 times a day.

Manufacturer narrative:
The device was received fully deployed. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause infection and no issues were found. Although the investigation found no evidence of any damage, the exact cause of reported infection could not be conclusively determined.